Manufacturer narrative:
The device will not be returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient's annular dimensions were perimeter 76.3, diameter- 20.6 x 28.1, area- 440.3. Pre-dilatation was performed with a 22mm true balloon. The navitor was successfully implanted into the patient at a final depth of 3mm. However, immediate angiogram showed the patient had moderate leak due to not fully expanding. Therefore, the valve was post-dilated to help mitigate the leak. Post-dilation balloon caused a rupture and on (B)(6) 2025, the patient passed away.

Manufacturer narrative:
An event of paravalvular leak and patient death were reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that valve was implanted successfully at 3 mm depth. Field also indicated that the post-dilatation was performed. The cause of reported event of paravalvular leak could not be determined. The cause of patient death was related procedural conditions (post-dilatation). The reported unexpected medical intervention is results of case-specific circumstances, as the post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: the cause of death was believed to be annular rupture secondary to post-dilation. It is unknown at this time if the patient underwent surgery to repair the annular rupture.